Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device intermittently failed the device test during the operational check. There is no patient involvement.